Event description:
It was reported that this pacemaker exhibited inappropriate atrial tachy response (atr) episodes due to far-field oversensing and the local area representative requested a review of the episodes. Upon review, it was noted that only the most recent 10 atr episodes are stored as summaries with a max of 3 egm. Once they have been overwritten like this they are no longer available. The plan is to correct the far-field oversensing. Currently, this product remains in service and no adverse patient effects were reported.